Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the healthcare professional informed them after looking at the x-ray images a lead could have possibly become dislodged. The physician was going to schedule surgery to check the integrity of the system and place the lead back in the battery if their assumptions were true. A surgery was not yet scheduled.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3708140, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2013, product type lead.

Event description:
Information was received from consumer via manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain and spinal pain. It was reported that the rep met with the patient due to patient saying they lost therapy. Impedances on all contacts were found to be >10,000 ohms. The patient stated that they were scratching the back up against the wall and shortly after that, they lost therapy. The physician was aware of this event and x-rays were going to be taken. Patient was told to keep the stimulator turned off for the time being, but to continue to charge the device as needed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.